Event description:
While using a byte retainers, patient reported they were seen by their doctor for having a reaction that involved their tongue that included inflammation, redness, and discomfort. After see the doctor for multiple visits, per the doctor the patient is having an allergic reaction to their retainer. Patient advised to discontinue use of their retainer and any brightbyte or whitening products until the issue has resolved. Patient provided letter of recommendation from doctor confirming allergic reaction to retainers.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.